Manufacturer narrative:
(B)(6).

Event description:
It was reported the pick snapped off inside the patient's femur. It is unknown whether the broken piece was removed. No patient injury or other complications were reported.

Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. Factors that could contribute to the breakage of the pick include: excessive force applied to the device resulting in failure, striking the center of the endplate which can cause the tip to bend and compromise instrument performance, or damage from device wear through consistent use. There are no indications to suggest the device did not meet product specifications upon release into distribution.